Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed replace battery and power error. The blood glucose level was 90 mg/dl at time of the event. Troubleshooting did not resolve the issues. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. The insulin pump received with operating currents within spec. Unit passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed replace battery now alarm, power error detected and low battery alert. The power management tool confirmed replace battery now alarm, power error detected and low battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.